Event description:
It is reported that the product was opened onto the sterile field and upon examining the implant, the surgeon observed a small discoloration on the dome of the patella.

Manufacturer narrative:
The reported event cannot be visually confirmed. No other reports of any nature have been received regarding this part and lot number combination. The device has been received, and no discoloration or abnormality has been observed. Device history records indicate all components were manufactured and inspected to specification.